Event description:
It was reported that the ventilator's screen restarted. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that ventilator's screen restarted. On-site investigation was performed by field service engineer. According to provided information, screen went black, all connections were checked. Support case was created to help with troubleshooting. No technical alarms and error codes were found in device logs. According to information provided in support case, the device was switched off on (B)(6) and turned on first on (B)(6). No malfunction was found. The device passed pre-use check and was returned for clinical use. The cause has not been established.